Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, upon deployment, a mean gradient of 14 mm hg and mild paravalvular leak were noted. A post-implant balloon aortic valvuloplasty was performed with a 23mm non-medtronic balloon. An annular rupture occurred with the balloon inflation. The patient became unstable, a pericardial effusion was noted, and 509mm of blood were drained. The patient was transferred to surgery and unspecified resuscitative measures were implemented. It was noted that the patient was implanted with an oversized prosthetic valve. No additional adverse patient effects were reported.